Manufacturer narrative:
The device information is updated in this report. The device was rep in previous report but now the device is updated, and it is under recall. Device material number, catalog number, UDI number are updated. Additionally, code for "problem code grid" along with recall (z) number is updated in this report.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP, device's event. The patient is alleging of nose irritation, skin irritation, dizziness and/or headache. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Product UDI, box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP, device's event. The patient is alleging of nose irritation, skin irritation, dizziness and/or headache. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.